Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an air in line alarm triggered on a novum iq large volume pump. During extracorporeal membrane oxygenation (ECMO) in the cardiovascular intensive care unit (cvicu) the pump alarmed air in line. The pump was infusing an unspecified medicated solution. The patient¿s mean arterial pressure (map) dropped. The customer reported the event history log stated, ¿air in line alarm that the user attempted to clear, but the alarm of ¿air still detected¿ was displayed twice.¿ the pump was swapped, and the blood pressure gradually came back.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.